Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation one endo catch. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon visual examination, it was noted that the bag was partially disengaged from the metal ring. The bag was uncinched and folded. The metal ring had plastic remnant on it and the black shrink tubing was intact. The green pull ring was still seated in the handle. The plunger and metal ring advanced and retracted properly. The bag was fully cinched without difficulty. These conditions suggest that the green ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. Replication of these conditions may occur if instead, the plunger is retracted after bag deployment, causing bag detachment. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a laparoscopic nephrectomy , after inserting the device into the abdominal cavity, upon push the ring out of the shaft, they noticed the pouch was broken. The status of the patient: no problem. Another device was used.